Manufacturer narrative:
Product evaluation: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported a broken haptic of a lens during an intraocular lens (iol) implant procedure. This caused the capsule break, resulting in an anterior vitrectomy being performed. The procedure was completed with another lens.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and haptic damage was observe. Additional observations were as follows: iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "broken haptic, broken capsule, vitrectomy". The returned iol shows evidence of possible handling by the customer due to the presence of solution. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to this, we are unable to complete a thorough investigation to determine a root cause. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).